Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure in fallopian tube near uterus'), pregnancy with contraceptive device ('pregnancy (no complication)') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4, fatigue and hair loss. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic area left and right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In february 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In march 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced alopecia ("hair loss") and dyspnoea ("other ¿ shortness of breath"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and arthralgia ("joints pain"). The patient was treated with surgery (B)(6) 2016; (B)(6) 2018 ¿ bilateral salpingectomy; total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and dyspnoea had resolved and the fatigue, alopecia and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, arthralgia, device expulsion, dyspnoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure in fallopian tube near uterus'), pregnancy with contraceptive device ('pregnancy (no complication)') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4, fatigue and hair loss. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic area left and right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In february 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In march 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced alopecia ("hair loss") and dyspnoea ("other ¿ shortness of breath"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and arthralgia ("joints pain"). The patient was treated with surgery ((B)(6) 2016; (B)(6) 2018 ¿ bilateral salpingectomy; total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and dyspnoea had resolved and the fatigue, alopecia and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, arthralgia, device expulsion, dyspnoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure in fallopian tube near uterus'), pregnancy with contraceptive device ('pregnancy (no complication)') and genital haemorrhage ('heavy bleeding') in a 35-year-old female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4, hair loss, abortion spontaneous, nabothian cyst, anemia, headache and fatigue. Concurrent conditions included uterine fibroid and diabetes. Concomitant products included doxycycline hyclate, ferrous sulfate (iron), hydromorphone hydrochloride (dilaudid), ibuprofen, ketorolac, misoprostol (cytotec), ondansetron hydrochloride (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic area left and right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced alopecia ("hair loss") and dyspnoea ("other ¿ shortness of breath"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joints pain") and pain ("pain"). The patient was treated with surgery ((B)(6) 2016; (B)(6) 2018 ¿ bilateral salpingectomy; total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device and pain outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, alopecia and dyspnoea had resolved and the arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, arthralgia, device expulsion, dyspnoea, fatigue, genital haemorrhage, menorrhagia, pain, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded colis that appeared trailing into the uterine cavity was 3. Discrepancy noted date of removal : (B)(6) t2016, hysterectomy (full). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 15-may-2018: a uterus and cervix, hysterectomy: endometrium: secretory phase. Myometrium: leiomyomata. Cervix: no pathologic abnormality. Pre-op diagnosis: menorrhagia with regular cycle. Pregnancy test - on (B)(6) 2016: positive. Pregnancy test urine - on (B)(6) 2015: negative.. Ultrasound scan - on (B)(6) 2016: physician found no evidence of any significant structural heart disease at this time and could not confirm the presence of a small ventricular septal defect. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event : pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure in fallopian tube near uterus'), pregnancy with contraceptive device ('pregnancy (no complication)') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. C35244) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 4, fatigue and hair loss. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain ("pelvic area left and right side"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced alopecia ("hair loss") and dyspnoea ("other ¿ shortness of breath"). On (b)(64) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and arthralgia ("joints pain"). The patient was treated with surgery ((B)(6) 2016; (B)(6) 2018 ¿ bilateral salpingectomy; total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion and pregnancy with contraceptive device outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and dyspnoea had resolved and the fatigue, alopecia and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, arthralgia, device expulsion, dyspnoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), fatigue, hair loss, migration of essure in fallopian tube near uterus, pregnancy (no complication), other ¿ shortness of breath, device ineffective, she did not undergo essure confirmation test, pelvic pain, joint pain" were added. Outcome of events " fatigue, hair loss, joint pain" were updated as recovering and "pelvic pain, abnormal/heavy bleeding, shortness of breath" were updated as recovered. Reporter, patient and product information were added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.